Manufacturer narrative:
Correction b5: the event was further described as the ¿syringe was leaking while pulling up¿. The device contained sodium (omitted on initial). H4: the lot was manufactured from september 30, 2022 - october 4, 2022 h10: the device was received for evaluation; a syringe was not returned with the sample. A visual inspection was performed using the naked eye and there was no evidence of a leak at the fill port where the syringe would have been attached during fill. Further inspection noted a segment on the tubing line had been damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tubing line. A functional leak test was performed which revealed a leak at the damaged area of the tubing line. No evidence of leak was observed at other parts of the device. The reported condition was verified. The cause of the condition was damage from the flow wrap sealer equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name - (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered during preparation. There was no patient involvement. No additional information is available.